Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystocele repair, urethrolysis and removal of vaginal sebaceous cyst; due to stress urinary incontinence and pelvic organ prolapse.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection and urinary incontinence. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent placement of sacral lead fluoroscopy, programming of ipg, and placement of ipg on (B)(6) 2013. It was reported that the patient underwent extraction of bladder stone and bladder mesh, cystoscopy, holmium laser of bladder stone and bladder mesh on (B)(6) 2014. It was reported that the patient underwent removal of eroded vaginal mesh, repair of bladder, cystoscopy, insertion of left ureteral catheter, vaginal exploration, and injection of periurethral coaptite on (B)(6) 2014.

Event description:
It was reported that the patient underwent placement of sacral lead fluoroscopy, programming of ipg, and placement of ipg on (B)(6) 2013. It was reported that the patient underwent extraction of bladder stone and bladder mesh, cystoscopy, holmium laser of bladder stone and bladder mesh on (B)(6) 2014. It was reported that the patient underwent removal of eroded vaginal mesh, repair of bladder, cystoscopy, insertion of left ureteral catheter, vaginal exploration, and injection of periurethral coaptite on (B)(6) 2014.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 12/5/2018. Additional narrative: it was reported that the patient died on (B)(6) 2017 due to the patient end stage copd. No additional information was provided.